Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A settings/memory issue was reported with the adc device. The customer reported device does not save measurements every time a glucose test was performed. As a result, customer experienced weakness, a loss of consciousness and was unable to self-treat. The customer received unspecified third-party intervention, however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A settings/memory issue was reported with the adc device. The customer reported device does not save measurements every time a glucose test was performed. As a result, customer experienced weakness, a loss of consciousness and was unable to self-treat. The customer received unspecified third-party intervention, however, no further information was provided. There was no report of death or permanent impairment associated with this event.